Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on 02/19/2016. The complaint of a loss of connection was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 10/17/2015 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2015. Dexcom representative advised patient's mother to reset the device which was unsuccessful for the reported issue. No additional patient or event information is available.